Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was not returned for investigation. Data logs were investigated and "placement signal low" was confirmed. As per clinical, the pump was repositioned after a dip in the placement signal was observed. Once the pump was repositioned, the placement signal waveform is seen to be improving. The light, gain and lamp appear to be normal and within spec of the pump and contrast was a little variable along with decrease in signal not reliable during the failure which rose up soon after. Per the provided clinical information and data log review, the root cause of the issue was not determined since product was not returned and data logs were inconclusive.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, the pump triggered repeated ¿placement signal low¿ alarms. The impella was initially repositioned in an attempt to resolve the issue; however, the alarm recurred. As correct positioning was confirmed via echocardiography, the decision was made to disable the alarm. Support was maintained with the implanted pump, and no patient harm was reported.